Event description:
Report received from (B)(6) stating that the was not being used during surgery; however, it is unknown if there were patient or user injury or medical intervention related to the event. The event occurrence date is unknown. No additional information available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).